Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer was in emergency room due to diabetic ketoacidosis and harm and treatment code has been updated.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in intensive care unit due to diabetic ketoacidosis. Customer¿s blood glucose level was unknown. Customer was treated with insulin drip, intravenous drip fluids. The device will not be returned for analysis.